Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit, displayable history crc check-up failed at startup and unexpected restart from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she tried to upload and received a message stating "the device returned invalid entries, all data will be discarded." The customer stated that there was also a battery out limit alarm. The customer has not upload to carelink personal recently. No further assistance was required.